Event description:
A customer reported that quality control results were out of range while processing controls for glu, tbil, bun and co2 on the vitros dt60 analyzer. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.